Event description:
It was reported by customer's father that customer experienced a reservoir leak in (B)(6) 2012. The insulin leaked past both o-rings. The caller noticed high blood glucose level that would not decrease. Caller stated that the reservoir appeared to be in good condition, no missing components. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.